Event description:
The icp sensor was implanted and monitored pt's condition. High readings were then recorded. A CT scan showed no new changes, and the icp treatment was continued. A repeat CT scan revealed no new chnages, so the monitor was removed. Upon removal of the sensor, the baseline wandered. At this time, jjpi has not been able to identify the product which allegedly malfunctioned in this incident. The following MDR's are also being submitted for this incident. MDR - 1219655-1997-00177, MDR - 1219655-1997-00179.